Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2021. The cause of death was kidney failing and low blood glucose level.. The customer¿s blood glucose was 30 mg/dl to 50 mg/dl at the time of death. The insulin pump had off prior to passing. It is unknown if the caller will/ to return the insulin pump for analysis.